Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pieces of pledget. She consulted her healthcare provider over the phone and they recommended a douche. She believed she was able to remove the remaining pledget pieces and did not use a douche. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.